Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that insufficient stent apposition occurred. The target lesion was located in the moderately tortuous distal left circumflex(lcx) artery. After implanting a 2.25 x 28 synergy¿ drug eluting stent (des), a non-bsc ivus catheter was used to check the condition of the stent expansion. However, the wire exit port of the ivus catheter became stuck inside the stent for a while. The device was completely removed. No damage were noted on the stent however the sufficient expansion was not confirmed. The procedure was completed this device. No patient complications were reported and the patient's status was fine.